Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2223202 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 5f mynx control vascular closure device (vcd) was found broken after there was resistance and difficulty advancing the device in a femoral sheath. The device was removed, and was not deployed as it did not reach the patient. There was no reported patient injury. Additional information was requested but not provided. The device is available and returning for evaluation. Addendum: per visual analysis in the product evaluation, the sealant was exposed to blood, swelled, and the sealant sleeve assembly was observed to have been kinked/bent as received.

Manufacturer narrative:
As reported, the tip of a 5f mynx control vascular closure device (vcd) was found broken after there was resistance and difficulty advancing the device in a femoral sheath. The device was removed, and was not deployed as it did not reach the patient. There was no reported patient injury. Additional information was requested but not provided. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed with the stopcock open. The sealant was exposed to blood and swelled, and the sealant sleeve assembly was observed to have been kinked/bent as received. No damages to the atraumatic tip were observed. The syringe and involved procedure sheath were not returned. Per functional analysis, an insertion/withdrawal test could not be performed on the returned device due to the severely kinked/bent sealant sleeve assembly. The involved procedure sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. A simulated deployment test was performed, and button 1 was able to be depressed fully to deploy the sealant without any resistance. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was also depressed, and the balloon was completely withdrawn into the advancer tube. The device performed as intended per the mynx control IFU. Per dimensional analysis, the slit length was verified and noted to be within specification. The catheter working length from distal end of sheath catch to proximal end of balloon was verified and noted to be within specification. Per microscopic analysis, visual inspection at high magnification showed no damages in the atraumatic tip of the returned device. Instead, the sealant sleeve assembly of the device was severely kinked/bent as received. The sealant was observed exposed to blood and swelled. The presence of the corewire was verified to be present in the atraumatic wire, which is a normal finding for this device. A product history record (phr) review of lot f2223202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system impeded¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors and handling process may have caused the kinks/damages in the sealant sleeve assembly and contributed to the reported event. Mynx control atraumatic tip damaged¿ was not confirmed. However, visual inspection of the returned device revealed that the sealant sleeve assembly was severely kinked/bent, which may have contributed to the reported incident. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the failure as reported. Yet, the exact cause of this incident could not be determined. The reported ¿deployment difficulty premature¿ was confirmed due to the condition in which the device was received for analysis. The exact cause of the reported event could not be conclusively determined. Procedural and handling factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.